Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a bolus anomaly. Blood glucose at the time of incident was 150mg/dl. The customer states she feels the insulin pump is under delivering insulin. The customer states because it gave the same amount of insulin when her sugar is high for a low sugar. The customer did not have her doctor's settings. Troubleshooting was not able to resolve the issue. The troubleshooting was unable to be completed because the customer did not have settings. The customer was educated on proper priming procedures. The device will be returned for analysis.